Event description:
An implantable pulse generator (ipg) system was returned to the manufacturer from an unknown source with no information. Further review of the manufacturer's database indicated the patient is deceased and died approximately seven months after device system implanted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The device was returned, analyzed and no anomalies were found. (B)(4). The proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted there was blood/body fluid on all conductors (not obstructed), all insulation's were torn, there was cosmetic depression of the outer insulation, and there was apparent explant damage. Segment appear to be damage due to autoclave/sterilization. (B)(4). The proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted the distal conductor was cut, all insulation's were torn, there was cosmetic depression of the outer insulation, the lead was damaged due to autoclave/sterilization and there was apparent explant damage.